Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen is "ghosting" images when moving from one screen to the next. Additionally, it was reported that although pump alerts are being acknowledged the pump is still alerting customer. There was no reported impact on customer's blood glucose. Customer declined to provide further information or receive a follow up from tandem technical support.